Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2 humeral nail surgery, the surgeon drilled the distal screw hole. However the drill bit broke. The surgeon could not remove the tip of broken drill from the patient bone. The sales rep reported that the drill broke because it hit the nail.

Manufacturer narrative:
The evaluation revealed the broken drill to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The drill returned was documented as faultless prior to distribution. As the device had been in use for approx. 5 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The breakage surface indicates that the drill broke in a brittle fracture; the customer reported that the drill hit the nail hole; most likely the drill got jammed. Bending forces in combination with torsion forces were applied to the jammed drill, so the material got overloaded and finally the drill broke. Distal drilling shall be done very carefully using a target device or in free hand technique. Remained drill fragments in previous cases were evaluated by a medical expert. ¿an intra-operative breakage of a drill is a rare but common complication and well known to an experienced user. It is caused by twisting the drill and too much bending. Breakage caused by material defect is very rare in current manufacturing technology. It is of interest whether a broken part of a drill can be left in the bone or should be retrieved; also in the case that greater harm to the bone would be done. It is well known to an expert user that a broken part of a drill which is completely embedded in the bone normally does not cause any harm. In absence of a nickel allergy, the material used for the drill ((B)(4)) does not cause any local or systemic incompatibility.¿ because no manufacturing issue was detected the case is attributed to the user. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
During t2 humeral nail surgery, the surgeon drilled the distal screw hole. However, the drill bit broke. The surgeon could not remove the tip of broken drill from the patient bone. The sales rep reported that the drill broke because it hit the nail.